Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had spoken with the manufacturer's representative as they kept losing the connection when recharging. The following troubleshooting was performed, to ensure that the belt was used properly. The patient stated that if they moved at all the connection goes away. The patient stated that the rep recommended that the patient try adhesive discs. Patient services reviewed that the patches don¿t stick well to the recharger. The patient stated that they do use the recharger belt. The patient is going to try sticking adhesive discs to the belt and see if it helps. It was reviewed that it was unknown if that would work. The importance of the recharger antenna placement and recharging best practices were reviewed. The patient was sent more adhesive discs. No symptoms were reported. No further complications were reported or anticipated.